Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during a procedure. It was reported that the pump still operated but no data was shown on the display. Initial attempts to resolve the issue by power cycling were unsuccessful so the cover was removed and all connections were reseated. After the connections were reseated the pump operated as expected and the cause was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during a procedure. It was reported that the pump still operated but no data was shown on the display. Initial attempts to resolve the issue by power cycling were unsuccessful so the cover was removed and all connections were reseated. After the connections were reseated the pump operated as expected and the case was completed without further issues. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.